Event description:
The nurse received a tdap vaccination as a part of first aid for a dirty wound. The event was considered resolved.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the safety device of a deltec® gripper plus® safety needle did not engage, and left the needle exposed, causing a needle stick to the nurse. The reporter stated that a nurse at the facility pulled back the arm of the device, and it did not stop in the cage as designed. The nurse believed it did not "click" as it would normally. The needle came past the locking cage/platform to where it popped out, and was exposed. No permanent injury was reported.